Event description:
Received call from covidien rep that states she got a call from a customer stating that pins in the flange disconnected three days following intubation. The caller confirmed that recannulation was not performed because the tube could not be replaced outside operating room setting but the tube would be placed by physician soon. No add'l info provided.